Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#(B)(4). Reported event was confirmed with medical records provided. Review of the available records identified the following: revision due to right hip dislocation w/dissociation of dual mobility construct & atrophic scar. Extensive scar tissue removed. Scar tissue around poly femoral head. Notes fascia was not approximated and was able to probe to joint level ¿specimens sent (no results provided). No necrosis or purulence. Stem well fixed. Heterotopic ossification & stiff scar tissue around acetabulum. Removed liner, found acetabular component well fixed. Liner seated and was cemented inplace. Attempted to reduce hip, unable to seat, would not lock. Multiple attempts. Removed the new liner and cement and found additional scar tissue needed debrided new liner cemented and was able to reduce patient. Complex procedure, 3 hrs to complete. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05735, 0001825034 - 2019 - 05736.

Event description:
It was reported the patient underwent right tha. Subsequently, patient suffered a dislocation approximately 8 months later and was treated with unsuccessful closed reduction. Right revision was performed 2 days later due to the dual mobility bearing had dissociated from the biolox head. Extensive scar tissue, heterotopic ossification surrounding acetabulum component was noted. Difficulty with seating of head/liner, removed and performed additional debridement and was able to place liner and reduce hip without further issues. Attempts have been made and additional information on the reported event is unavailable at this time.